Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a laparoscopic procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.